Event description:
It was reported by user facility medwatch that during a robotically assisted laparoscopic gastric bypass, the device failed to cut tissue. It pushed tissue instead. Another like device of the same lot # was used to complete the case. No pt consequence reported.

Manufacturer narrative:
Batch number. Result and conclusion: damaged articulation mechanism. Eval summary: two devices (a-b) were returned for analysis. Both devices were received articulated to the left beyond maximum articulation point and with no cartridge present. The device was noted to have the articulation band damaged due to excessive force applied to the articulation lever beyond it stop. Device a was tested for functionality with a test cartridge and it fired, cut and formed all the staples as intended; however, the cut was noted to be jagged due to a damaged knife, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. It should be noted that the instructions for use state: to articulate the instrument (articulating instruments only), turn the articulation lever until it comes to a stop in either direction. (Illustration 6) caution: attempting to force the articulation lever beyond its stop in either direction will result in instrument damage. The mfg records were reviewed and no anomalies were found during the mfg process. Device b add'l info: batch #d5kx3w. Exp date: 08/2012. Mfg date: 09/2007. Damaged articulation mechanism and damaged clamping mechanism.